Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "rupture/deflation" and "42 year old implant, leaking". This record is for the right side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture/deflation" and "42-year-old implant, leaking". Later healthcare professional reported "capsular tissue" and "calcifications". Later healthcare professional reported "baker grade iii". This record is for the right side. Device was explanted and replaced. Device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.